Manufacturer narrative:
Product ID 3889-28 lot# v718508, implanted: 2011 (B)(6); product type lead product ID 3095-10 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the device was more ¿mobile¿ under the skin due to the patient¿s weight loss. The device was ¿shifting¿ under the skin. The severity of the event was listed as mild. No interventions were noted. The outcome of the event was indicated as ¿ongoing¿ with no further action needed. Information received three days later indicated that the device was ¿visibly mobile¿ with palpitation. This was noted on 2013 (B)(6). About ten days later, it was stated that the event was possibly related to the device or therapy, but not related to the implant procedure. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Note that section information references the main component of the system and other applicable components are: product ID 3889-28 lot# v718508 implanted: (B)(6)2011 explanted: product type lead product ID 3095-10 (B)(4) implanted: (B)(6)2011 explanted: product type extension product ID 3037 (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received on 2017-jun-08 updated the outcome to death and then on 2017-jun-09 updated the outcome from death to resolved without sequela on (B)(6)2015. Further information received on 2017-jun-17 indicate device hypermobility in pocket.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v718508 implanted:(B)(6) 2011-07 product type lead product ID 3095-10 serial(B)(4) implanted: (B)(6)2011 product type extension product ID 3037 serial(B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was device mobility in the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.